Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles present in the reservoir. Blood glucose level at the time of the incident was not provided. The customer reported that this was a recurring issue. The customer stated that the air bubbles were approximately the size of the vial cap. The customer reported recently having high and low blood glucose levels, but did not provide values. During troubleshooting, the customer changed the reservoir to resolve the issue. The customer was advised that the reservoir would be replaced but did not return the product for analysis.